Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient found that therapy was turned off about six weeks prior to this report. It was reported that therapy was turned back on, but the patient wasn¿t feeling any better. It was reported that the patient was feeling about 10% better since turning therapy back on. It was stated that the healthcare professional did not know the history of therapy efficacy for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.